Manufacturer narrative:
Testing was performed in duplicate at abbott diagnostics scarborough, inc. On retained kit lot 1100027 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 192-000 / lot 1100027 and test base part number 192-430 / lot 1100027. The lot met the required release specifications. The review of the complaints reported as false negative patient results (confirmed, unconfirmed and conflicting results) related to kit lot 1100027 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. H3 other text : device discarded; single-use device.

Event description:
The customer reported a false negative result with ID now covid-19 2.0 assay performed on (B)(6) 2023 with nasal swab sample. Confirmation testing on nasopharyngeal swab in transport media via pcr (platform diasorin) was performed at (B)(6) on (B)(6) 2023 and generated a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Device discarded; single-use device.

Event description:
The customer reported a false negative result with ID now covid-19 2.0 assay performed on (B)(6) 2023 with nasal swab sample. Confirmation testing on nasopharyngeal swab in transport media via pcr (platform diasorin) was performed at (B)(6) on (B)(6) 2023 and generated a positive result. No additional patient information, including treatment and outcome, was provided.